Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 03-jan-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The initial reporter phone: (B)(6). The initial reporter email address was not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7158884 the history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the complaint stent used, a 4mm x 23mm enterprise 2 stent (encr402312 / 7158884) was automatically released in the microcatheter. The physician retracted the stent and switched to a new stent to complete the procedure. There was no report of any patient injury. On (B)(6) 2022, additional information was received. The information indicated the procedure was targeting a lesion on the left internal carotid-posterior communicating artery. The microcatheter used was a 150cm x 5cm prowler select plus microcatheter (606s255x / 30772065); the same microcatheter was used to complete the procedure with another 4mm x 23mm enterprise 2 stent (encr402312). Continuous flush was maintained through the microcatheter. There was no clinically significant procedure delay due to the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during an endovascular embolization procedure, the complaint stent used, a 4mm x 23mm enterprise 2 stent (encr402312 / 7158884) was automatically released in the microcatheter. The physician retracted the stent and switched to a new stent to complete the procedure. There was no report of any patient injury. On 01-dec-2022, additional information was received. The information indicated the procedure was targeting a lesion on the left internal carotid-posterior communicating artery. The microcatheter used was a 150cm x 5cm prowler select plus microcatheter (606s255x / 30772065); the same microcatheter was used to complete the procedure with another 4mm x 23mm enterprise 2 stent (encr402312). Continuous flush was maintained through the microcatheter. There was no clinically significant procedure delay due to the reported issue. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4mm x 23mm enterprise 2 stent was received contained in the decontamination pouch. Visual inspection was performed. It was noted that the stent component was already detached from the unit. The delivery wire and the introducer were returned for evaluation; both were found to be in good condition (i.e., no kinks, no fractures, no separations). The distance between the delivery wire tip and the reference marker was measured and confirmed to be within specifications. The detached stent component was inspected under a microscope. It was observed to be in good condition, there was no structural damage (i.e., no broken struts, no kinks). The reported issue documented in the complaint regarding the stent prematurely deployed cannot be evaluated through functional testing. The stent component must still be inside the introducer tube in order for the unit to undergo functional analysis. The reported issue was confirmed based on the stent component already in a deployed/detached state. However, with the evidence available, the root cause remains speculative the exact contributing factors to this issue could not be identified. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. Clinical and procedural factors, including device manipulation, may have contributed to the reported failure. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7158884 the history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) does contain the following recommendations: do not partially deploy the stent from the introducer. Confirm that the delivery wire does not move relative to the introducer during removal of the cerenovus enterprise vascular reconstruction device and delivery system from the dispenser hoop. Confirm the tip of the delivery wire is entirely within the introducer. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.